Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the filter was not completely released and at the next day, the filter floated to right atrium. It was further reported that the filter could not be removed. The vital signs of the patient are stable, and cardiac arrhythmia is under controlled.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: six photos of single-frame fluoroscopic images and two video-fluoroscopic images were provided and reviewed. All images depict the device deployed in the inferior vena cava. In all images the long arms appear to be tethered together. The device migrated to the right atrium. Therefore, investigation is confirmed for the reported activation failure including expansion failures as the filter¿s long legs appear to be tethered together. The investigation is confirmed for the reported migration as the device migrates right atrium and investigation is inconclusive for the reported difficult to remove as no objective evidence was provided. A definitive root cause for the activation failure including expansion failures, migration and difficult to remove could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the filter was not completely released and at the next day, the filter floated to right atrium. It was further reported that the filter could not be removed. The vital signs of the patient are stable, and cardiac arrhythmia is under controlled.